Event description:
(B)(4). I had my essure removed saturday (B)(6). I just had it put in wednesday (B)(6) and have had so many complications. First I had it done in office not under anesthesia. He numbed my cervix with lidocaine and then dilated my cervix, which I felt every minute of. When the doctor did procedure he kept pushing fluids through my uterus to open it up and find the tubes...this was the worst pain I've ever felt. This procedure was supposed to be a 20 minute ordeal, well it went on for an hour and 15 minutes. I left vomiting and crying uncontrollably it felt as though I'd been violated. Well a few hours later I felt as if my lungs were on fire and called the office, they told me to go to emergency room. I was then taken in and waited the next 3 hours for the ER doctor to determine which kind of test to perform on me since I only have one kidney and I am allergic to iodine. They finally opted to pre medicate me and do cta. This showed I had fluid surrounding the lining of my lungs and my right lung was collapsed. They admitted me. I saw a pulmonologist the next day and she said I was inconclusive for a blood clot but she didn't believe I threw a clot. She sent me down to have my lungs drained. The radiologist had to insert a needle right below my shoulder blade and enter into space beside lung. It was excruciating and radiologist apologized because the lining was so inflamed the numbing medicine did nothing to stop the pain inside. I had an x ray after this to make sure my lung didn't get hit. They pulled almost 300mls off my lungs, which turned out to be the same amount "missing" from essure procedure. My gyn that did procedure came in and said he knew he should have stopped but he didn't want me to have to go under anesthesia. The pulmonologist later said she believes the water he put in from procedure went past my diaphragm and went to my lungs. Early friday morning I woke up in tremendous amount of pain in my right lower abdomen. It felt like my insides were coming out. The hospital rushed me down to do CT scan and they checked tubes and lungs, everything appeared normal. The pulmonologist and internal md overseeing me discharged me but I requested to see someone from gyn office. The dr that came in was not the doctor that did my procedure nor is she anyone that I had ever seen. She insisted that my pain was normal and my tubes were just spasming. So I went to another hospital and they removed essure along with my tubes. When I got home I called the hospital and requested to speak with the doctor she didn't come to the phone but relayed messages between the nurse and told me to take ibuprofen for the pain. I told her I only have one kidney and I can't take ibuprofen. She said then she had no other answer for me. I made my husband get my stuff together and we went to another hospital. They took me in immediately and stayed pain medication and did another CT scan on lungs and tubes. The lungs came back fine as did the tubes. Well, in walks the doctor that did the essure procedure in the first place and said he was going to admit me. In the morning he said he would go in and remove the essure device and remove my tubes with them so that I will be sterile and I will have these devices out of my body. I agreed. The next morning when surgery was over he said the essure tip of my right side was poking into my uterus wall and the left one was placed improperly. He asked how I felt coming out of surgery expecting me to say I was sore, but instead I said I felt wonderful and I did! I never felt so much relief from having something removed. These were the most horrific days I have ever been through. I honestly told my husband many times to tell my kids how much I loved them. I didn't think I would see them again. I was then readmitted to hospital due to possible infection for 4 days.